Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump suspended insulin delivery; cause was unknown. Customer's blood glucose level was 400mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy. The customer declined to provide additional information regarding the issue.